Manufacturer narrative:
Event site address: (B)(6).

Event description:
It was reported that saline leakage was observed in proaqt sensor when it was zeroed and opened to air. There was no patient harm. Manufacturer's ref#: (B)(4).